Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that withdrawal difficulty was experienced with two sakura fire star balloon dilatation catheters (2.50mm x 15mm). There was no patient injury reported. The procedure was completed and there was no injury on the vessel. The specific lesion and lesion condition is unknown. The balloon catheter did not kink while being used. There was no difficulty when withdrawing the devices out of the target vessel, or through the guide catheter or the sheath. The balloon catheters were not caught on a previously deployed stent. The balloons were removed from the vessel. The products were returned. Two sakura fire star 2.50mm x 15mm balloon dilatation catheters were returned. The balloons were already inflated. Residues of inflation medium were observed in both inflation lumens. No other damage was found. Dimensional and functional tests were not performed as the balloons could not be inflated. Device history review (DHR) of lot 15918867 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon - withdrawal difficulty¿ by the customer could not be confirmed due to the condition that the units were received in. The cause of the reported event could not be conclusively determined. No additional patient, lesion, vessel or procedural information is available. At this time there is not enough information to draw a clinical conclusion between the device and the reported event. Neither the DHR review nor the analysis suggests that the issue reported by the customer is due to the manufacturing process. Therefore no corrective/preventive actions will be taken.

Manufacturer narrative:
Additional information indicated that the intended procedure/target lesion is unknown. The balloon catheter did not kink while being used. There was no difficulty when withdrawing the devices out of the target vessel, or through the guide catheter or the sheath. The balloon catheters were not caught on a previously deployed stent. The balloons were removed from the vessel. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an unknown procedure, it was reported that withdrawing difficulty was experienced with two sakura fire star balloons (2.50 x 15). The procedure was completed and there was no injury on the vessel. There was no patient injury reported. The specific lesion condition was unknown.